Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product unavailable for analysis.

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was an avf, with no vessel tortuosity, lesion type was restenotic post pta and no calcification at target lesion. The angiographic data for the target lesion showed the reference vessel diameter 8 (mm), lesion length 15 (mm), pre procedure 60 %, and post procedure 20%. Lesion morphology showed concentric stenosis and tight stenosis lesion. The patient six month follow up in (B) (6) 2006, vital status of the patient was alive. The target lesion did not remain patent since the procedure. In (B) (6) 2006 the patient had conventional angioplasty on the target lesion for angiographic restenosis. No additional information was provided. No follow up data was reported for the one, three and twelve month follow up periods.